Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database for the head found no prior reports for the part and lot number combination. The glenoid part and lot info is unk. Provided info states the products have been implanted for seventeen years. Based on the info be received, investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain and instability, found osteolysis and polyethylene wear of glenoid.